Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported stroke and blood clot could not be determined.

Event description:
Related manufacturer ref: 3005334138-2020-00405, 3005334138-2020-00407, 2182269-2020-00082. Following a ventricular tachycardia ablation procedure, approximately sixty minutes later the patient displayed symptoms of a stroke. A small clot was confirmed on CT, which was successfully removed. The cause of the stroke is unknown and there were no issues noted during the procedure. A transesophageal echo was conducted prior to the procedure to rule out the presence of a clot and the patient did not have a medical history of strokes. The activated clotting time maintained over 300 for the entire procedure and the patient was not noted to be on any anticoagulants before the procedure. Following the procedure, protamine 30 was given. There were no performance issues with any abbott devices.